Event description:
It was reported that on (B)(6) 2026, during initial insertion of an arterial catheter, the spring wire guide (swg) was advanced and su bsequently observed to unravel while within the vessel. During attempts to remove the swg, the wire completely unraveled and became caught. The issue was managed by carefully and slowly removing the swg to prevent further complication or separation. The same event occurred twice in the same patient using devices from the same lot number (71f26b0145). At the time of this report, the customer indicated that no additional information would be made available regarding the device issue or the patient's clinical outcome. This report is associated with MDR complaint 3006425876-2026-00652 (device #1).

Manufacturer narrative:
(B)(4).